Manufacturer narrative:
B3: event date unknown. D4: UDI unavailable as no item/lot number was provided. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported in medwatch mw5161162 that there were difficulties in priming the tubing of the pump and it was giving a downstream occlusion alarm. There was patient involvement but no injury reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.